Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd insulin syringe with the bd ultra-fine¿ needle the cap does not detach. The following information was provided by the initial reporter, translated from portuguese to english: -she comments that the syringe is difficult to open, very hard. She has to keep pulling to open. It's getting hard to take the cap off the needle. It looks like it's stuck/glued. The customer says it's both the needle cap and the cap underneath.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that during use with bd insulin syringe with the bd ultra-fine¿ needle the cap does not detach. The following information was provided by the initial reporter, translated from portuguese to english: -she comments that the syringe is difficult to open, very hard. She has to keep pulling to open. It's getting hard to take the cap off the needle. It looks like it's stuck/glued. The customer says it's both the needle cap and the cap underneath.